Event description:
The following has been reported: customer reported: pump:(B)(6). On (B)(6) 2024 no information provided by biomed, as to the time, the issue, what the clinician observed. We need to check for overinfusion, set issues, and pump issues cassette lot# not provided no report of injuries or interruptions of therapy. A preliminary review of the logs identified the following issue: pneumatic valve actuation failure (valve 2). An active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
The pumpe was returned for investigation. Upon investigation, the pump was not able to pass mock infusions and was experiencing intermittent pneumatic failures resulting in a "pump problem" alarm being issued. An investigation was performed to test the overall functionality of the valves. Testing concluded that the pneumatic valve assembly was experiencing pneumatic valve actuation failure for valve 2. Log files were pulled and analyzed to confirm this failure. The entire pneumatic valve assembly will be removed from the pump and further testing will be performed and tracked under an internal CAPA. The pump will have a new pneumatic valve assembly installed and undergo all necessary functional testing.